Event description:
A valiant stent graft system was selected for use in a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that when the physician opened the delivery system packaging the delivery system was found broken. Another valiant of the same size was available and was used to successfully complete the case. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Exact event date is unknown. (B)(4).

Event description:
The complaint was confirmed; a section of the screwgear had broken off. The root cause of the event could not be conclusively determined; however, was likely due to shipping/handling.

Manufacturer narrative:
Conclusion: unable to determine cause.